Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked at the opening of the battery chamber. There was corrosion observed in the compartment. The pump had no power at start up; therefore, further testing could not be completed due to moisture damage. A pump download also could not be completed due to moisture damage.

Manufacturer narrative:
The device was evaluated by product analysis on (B)(4) 2014, not (B)(4) 2014 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).